Event description:
It was reported by service report that the siderail could not be latched in the upright position. The customer could not determine whether there was pt involvement and/or adverse consequences.